Event description:
It was reported that prior to starting a da vinci s nissen fundoplication surgical procedure, a broken cable was found on a large needle driver instrument. The planned surgical procedure was completed. No additional information was provided. No patient harm, adverse outcome of injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip close cable broken at the distal idlers. Pulley spins freely. Other cables at wrist were not damaged. Cable wear on pulleys combined with high grasping force may have contributed to the cable breakage. Engineering also observed the distal end of main tube had material removed from a combination of scratches and scrape marks. Scratches are randomly oriented relative to tube axis, suggesting instrument collision had occurred. The source of the scraping cannot be determined. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.